Manufacturer narrative:
The patient was born on an unspecified date in 1952. Event date: the peritonitis occurred on an unspecified date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) cefacidal (cefazolin) and ip gentamicin (doses, frequencies and duration not reported). On an unreported date, the antibiotic therapy was modified to ip fortum (ceftazidime) and oral ciprofloxacin (doses, frequencies and duration not reported). On an unreported date, oral claventin (ticarcillin, clavulanic acid) was added. On an unreported date, pd catheter was removed ¿under tazocilline (piperacillin, tazobactam), intravenous fortum (ceftazidime) and oral ciflox (ciprofloxacin). The pd catheter was re-inserted on ¿day+8 under the continuation of the antibiotic therapy¿. The patient was recovered from this peritonitis event. No additional information is available.